Manufacturer narrative:
E: (B)(6) .

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not reading the minute volume. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator was not reading the minute volume. A quote was provided to the customer for service.

Manufacturer narrative:
Additional details were noted, and it was reported by the service engineer (se), that the device displayed a 1203 error message (low leak-co2 rebreathing risk exhalation). The se noted that the failure was caused by the gas delivery system (gds), and needs to be replaced. Investigation remains ongoing

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The servicemax record was closed with no details regarding the event and whether the device was serviced. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.